Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose and issues with the insulin pump. Customer's blood glucose level was 413 mg/dl. Customer experienced headaches, abdominal pain and treated their high blood glucose via insulin pump. Customer advised the drive support cap was normal and there were no air bubbles. Customer was assisted with removing the reservoir, rewinding the insulin pump, reinserting the reservoir and running a manual prime. Customer advised they would call back once they located the tubing clamp in order to perform the high pressure test.